Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:00am at home. End-user stated that she tested her blood glucose with her prodigy meter due to feeling lethargic, shaking, being sweaty and her vision was blurry, she received a result of 31mg/dl. She stated that she called paramedics immediately after testing. The end-user stated that she had eaten a dinner of rice and pork chops ,water, and orange juice before bed and she also took her prescribed humalog. While waiting for paramedics to arrive she said she drank a glass of orange juice, but she did not take any medication. Paramedics arrived about 45-50 minutes after testing with the prodigy meter. When paramedics tested the end-user with their meter they received a result of 68mg/dl. She stated that the paramedics administered an IV of glucose and advised her to eat prior to leaving, they did not test her blood glucose before leaving. The end-user was using expired test strips and was educated to never use expired products. The end-user stated that she has a sliding scale for her insulin that goes as follows: the end-user states her doctor recommends between 1-2 shots a day on a varied basis 10 mg/dl in the morning when needed 10 mg/dl in the afternoon when needed 17 mg/dl at night when needed. No additional information was provided.